Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; daughter called back after receiving a message from the morning, and informed me that after the call ended yesterday, customer's condition worsened. Hospitalized on (B)(6) 2017- daughter found mother on the floor and called 911. Her mother was transported to the hospital with low blood sugar. Daughter does not know what the blood sugar was at time of transport. Customer states blood glucose reading a t the hospital was in the 20's. The diagnosis was for "low and fluctuating blood sugar" and the customer was treated with IV and other medications (does not recall which ones). The customer was discharged from the hospital on (B)(6) 2017. She is in stable condition with no signs and symptoms of low blood glucose at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from all high results obtained. The customer's expected fasting blood glucose test result range is 130 to 150mg/dl. The customer did report any symptoms of feeling weak and tired. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms at the time of the call. The product is stored according to specification. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test results of 27mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is 02/13/2017. The meter memory was reviewed for previous test result history: the 64mg/dl (B)(6) 2017 02:23 pm fasting: yes, the 210mg/dl (B)(6) 2017 11:16 am fasting: yes, the 281mg/dl (B)(6) 2017 03:16 pm fasting: yes, the 196mg/dl (B)(6) 2017 10:05 am fasting: yes, the 161mg/dl (B)(6) 2017 06:26 pm fasting: yes. Daughter called in stating that the meter is reading high. When asked how the customer was doing daughter states the customer is feeling weak and tired, asked if customer needs medical attention, daughter confirms that she is a nurse and she does not believe that the mother needs medical attention.